Event description:
This pt's first implant malfunctioned. The device was explanted and the pt was reimplanted. This event was reported on an MDR with the number 1721493-1997-0001. The second implant's electrode array reportedly migrated out of the cochlea. The electrode array of this device was reinserted into the cochlea on 2/6/97. The pt is now doing well with his implant.